Manufacturer narrative:
The compressor mini was investigated on-site by our field service engineer (fse) and the reported problem was confirmed. Excessive dust was observed in the ac mains inlet and a blown fuse was also found within the inlet. The compressor and ac mains inlet was cleaned and the blown fuse was replaced. The compressor successfully passed performed tests and the device was returned to service. Earlier investigations has determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes visual inspection for damaged parts and preventive cleaning of dust in the mains inlet.

Event description:
It was reported that the compressor mini did not power up. There was no pt involvement. (B)(4).